Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3l1828y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4b1966y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n4c2102y sigphandle - sig power sigphandle handle, serial# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3k1225 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3k1226 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3k1227 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a day following a sleeve gastrectomy procedure, bleeding was observed from the drain. The patient then underwent another surgery see the staple line wherein bleeding was confirmed in the abdomen. The bleeding required blood transfusion, medication, and imaging test. The patient's hospitalization was also extended for two days. It was noted that during the procedure, the jaws of the four non-reinforcement reloads did not close completely. However, the surgeon still fired the devices and the staple line had no issue. Afterwards, the remaining unused devices were checked; it was found out that the jaws of the 4 reloads with different lot numbers did not close completely.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. The jaws were open. Functional testing found that the reload was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The reload could not be inserted into a 12 mm trocar. The reload was cycled without hesitation or binding and was applied to the test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws would not close completely. The reported issue was confirmed the most likely cause was traced to design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.